Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high undefined and variable impedance which was noted to have occurred intermittently over time. The lead remains in use. No patient complications have been reported as a result of this event.